Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, modular neck fracture. Very difficult stem removal eto required bone had grown into splines. We replaced cup with dynasty dual mobility.